Event description:
The tube was put into the patient on (B)(6), 2011. When flushing the tube on (B)(6), there's leakage that occurred. Patient has bad blood vessel condition, therefore, a interventional operation is needed to put in new catheter.

Manufacturer narrative:
Results of device evaluation will be filed in a supplemental report when sample is received.